Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: information was received from a patient regarding a non-(B)(6) enterra stimulator. The reason for call was the patient reported that the therapy hadn't worked for quite a while. The patient stated that their surgeon had moved away and they were left with "this implant in my body". The patient continued "so now I've had a feeding tube" and they currently were in the hospital and they needed to get someone out to "investigate this device." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).